Event description:
It was reported that the pt experienced a loss of therapeutic effect. It was determined that the lead was fractured and had impedances of >40000 ohms. The lead and extension were replaced and the pt recovered without sequelae.

Manufacturer narrative:
(B)(4)